Event description:
The physician reported that the captor valve on the fenestrated proximal body delivery system was leaking during the procedure. The estimated blood loss from the leaking valve was over 500ml. Two units of blood were transfused due to the leaking valve

Manufacturer narrative:
Investigation in progress.